Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited episodes of under-sensing. No intervention was performed. The patient was in stable condition. The ra lead will be monitored.